Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that about a week ago when charging ins caller noticed that the recharger (insr) screen was not staying on unless they had it plugged into the wall. They were able to charge the ins successfully. However, when they tried to charge ins on (B)(6) 2022, the insr was not coming on at all. When they plugged into the wall and tried to start charge session, the insr screen would go blank. They have been maintaining the charge on the insr so it 's not a charge issue. In looking at the desktop charger (dtc), the metal contact is bent and there is a bent pin on the insr connection site also; bent insr pins at dtc connection site. Pt charges about every 6 days. As a caregiver, caller is open to learning a new recharger if necessary but would prefer staying with current technology (when asked). A replacement insr and dtc were sent to the patient as well as a restore ac power cord that was requested. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate continuation of d10: product ID 37754, serial# (B)(6), product type recharger product ID 37761 lot# serial# unknown, product type recharger product ID neu_unknown lot# serial# unknown, product type unknown section d information references the main component of the system. Other relevant device(s) are: product ID: 37754, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 37761, serial/lot #: unknown, UDI#: h3: analysis of the recharger (serial# (B)(6)) found bent connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.